Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor. Unit was received with minor scratched lcd window and scratched case. No crack on the case noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display was scratched and insulin pump was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.